Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. This is a user error. Circuit a was connected to a tracheal cannula. This scenario is an ¿off-label use¿ and is not validated and approved by vyaire. No failure detected. Unit functioned as designed.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. However, log files were provided, and initial analysis indicate low vt (tidal volume) and disconnect alarms. Vyaire medical requested for the date/time of the incident, what was the circuit setting, and what kind of interface was in use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista 1000 did not alarm visually or audibly when the patient got disconnected. End user replaced the bellavista with a backup device. Safety checks were performed. Disconnection alarm was checked. No patient harm reported.